Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a bowel resection procedure. Reportedly the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital reported no pt injury occurred.